Event description:
Pt reported that allegedly "the band came loose." The system was explanted without replacement. Pt requested that no f/u be conducted with the health professional.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device was discarded. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the reported event as follows: caution: failure to secure the band properly may result in its subsequent displacement. Caution: pts should be advised that the lapband system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explanation. Revision surgery for explantation and replacement may also be indicated to achieve pt satisfaction.